Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip will never be what it was related to surgery and removal of tissue and patient will always have weakness and precautions. Revision surgical report noted squeaking, significantly high levels of metal ions without lab results, metal on burasal tissue, significant metallosis, metal staining on tissues, discolored fluid and corrosion. Part/lot updated. The complaint was updated on: may 5, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 1/14/2016: litigation received. Litigation alleges pain, discomfort, instability, disfiguration, pseudotumor growth, synovial fluid collections, adverse tissue reaction to metal on metal hip particles and soreness in the area of her right hip. Litigation also alleges friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implants. Doi was provided. An unknown stem is being added to the complaint for the alleged high metal ions.this complaint was updated on: 1/25/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised due to metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). No devices were returned for examination. One other report found against the femoral stem no others against the remaining product/lot code combinations. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.